Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) detected several episodes on ventricular tachycardia (vt) but were actually post ventricular sense t-wave oversensing (twos). The patient went to the clinic and no oversensing was seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.